Event description:
The customer stated that the snap-cap on the reservoir looked crooked. The customer's blood glucose reading was 294 mg/dl. Nothing further was reported.

Manufacturer narrative:
A visual inspection found that the snap-cap of the reservoir was detached, which would cause the reservoir to leak.